Event description:
Reported events of intolerance, band slippage, erosion, infection, and "complete blockage" from journal article: "laparoscopic sleeve gastrectomy (lsg) - a good bariatric option for failed laparoscopic adjustable gastric banding (lagb): a review of 90 pts", obes surg, doi 10.10007/s11695-012-0825-7. Manufacturer of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or complaint date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."